Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down while preparing for an anterior vitrectomy. The screen suddenly went dark and power switch illuminated blue. The power switch was pressed and system booted up normally. Additional information was received from the customer indicating the event occurred during cataract surgery. The screen went blank but the green light was on. They rebooted the system and were able to complete the procedure without any harm to the patient.

Manufacturer narrative:
The customer reported that the system shut down prior to performing an anterior vitrectomy. The customer rebooted the system and was able to complete the case. The customer noted the following system messages (sms) in the event log: [vacuum check failed ¿ unable to verify pressure], [bag bay door opened in surgery screen while active irrigation fms is inserted], [footswitch depressed beyond fp0 when user commands prime, fill, or test handpiece, or while one of these commands is executing], [abnormal termination of host application detected at startup (the termination occurred prior to the previous console shutdown)], and [communication timeout (console not hearing from footswitch)]. The company service representative examined the system and confirmed the reported sms in the event log. The company service representative reseated the host assembly and connections as well as the multi-function input/output (mfio) printed circuit board (pcb) and its connections. The company service representative shut down and powered on the system multiple times and found no problems with the system. The system was then tested and met all product specifications. Of the sms found in the event log, sm [abnormal termination of host application detected at startup (the termination occurred prior to the previous console shutdown)] correlates with the customer's report of a shutdown; however, the company service representative did not confirm replication. The events leading up to the shutdown remain inconclusive. The system was manufactured on december 8, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).